Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was 89 mg/dl. The customer connected the pump to a power source and the pump turned on. Tandem technical support reviewed the pump data and observed that the pump had shutdown at 75% battery charge. Additionally, it was reported that the customer had experienced a bg level of 59 mg/dl. The customer consumed carbohydrates to address bgs. The customer reported that the suspected cause was due to exercise in combination with delivery of a bolus. Reportedly, the pump would continue to be used for insulin therapy.